Event description:
It was reported to philips that the system displayed an alert indicating a software error, which can impact booting. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and found that the system could not complete the boot up process to clinical application mode. Upon troubleshooting, the fse identified that the system software was corrupted and had to be reloaded. The fse reinstalled the software to restore normal operation. After installation of software, the device was returned to use in good working order. The codes were updated based on the investigation outcome.